Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a grey screen and rebooted when attempting to remove medication in the middle of a procedure. Customer was able to remove fentanyl and administered to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the battery required replacement based on the system's logs showing a kernel ID 41 - power related event. A field service engineer replaced the battery to resolve. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6)2021 to (B)(6)2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly displayed a grey screen due to the battery failure. A field service engineer replaced the battery to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly displayed a grey screen and rebooted when attempting to remove medication in the middle of a procedure. Customer was able to remove fentanyl and administered to the patient. There were no adverse events or injuries reported based on this event.